Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 382534, batch no. Unknown. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the IV cannula hub and extension set had fallen off after placement, IV cannula tip appeared sheared. The following information was provided by the initial reporter: patient woke up during the night and found IV cannula hub and extension set had fallen off. He alerted his nurse, who identified that the IV cannula tip appeared sheared, and could not locate it. It was of concern that it may have been retained in his venous system.

Event description:
Material no. 382534 batch no. Unknown. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the IV cannula hub and extension set had fallen off after placement, IV cannula tip appeared sheared. The following information was provided by the initial reporter: patient woke up during the night and found IV cannula hub and extension set had fallen off. He alerted his nurse, who identified that the IV cannula tip appeared sheared, and could not locate it. It was of concern that it may have been retained in his venous system.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with three photos of the defect for evaluation. A review of the device history record could not be performed as the lot was unknown. Our quality engineer reviewed the provided photos and determined that approximately 3/4 of the catheter tubing was missing and the unit appeared to have been used. Based off the provided photos the engineer was able to verify the reported issue of separated/broken catheter but could not verify the sheared tip as it was missing in the photos. Unfortunately, without the physical sample available for investigation a definitive root cause could not be determined.